Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 5 of 20 mdrs filed for the same event (reference 1825034-2014-00893, 2014-04387, 2015-04929/31, 2016-02826/37, and 2016-02823/25). Product location unknown.

Event description:
It was reported that patient underwent a closed reduction procedure approximately one month post-implantation due to dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2014-00893-4 / 2014-04387-3 / 2015-04929 / 2015-04930 / 2015-04931).

Event description:
Legal counsel for patient reported that patient underwent an initial right hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, elevated metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's operative (op) report notes patient was revised (B)(6) 2012 due to metallosis and pseudotumor. Revision op notes report the presence of periprosthetic pseudotumor, a greater trochanteric fracture, and joint fluid. In addition, the cup was observed to be anteverted and vertical. The cup and head were removed and replaced. Additional information received note a custom triflange cup was created for the right hip revision on (B)(6) 2015 due to a loose acetabular cup. Additional information received reported patient dislocated right hip on (B)(6) 2015 and underwent a closed reduction. Additionally, patient underwent an initial left hip arthroplasty on (B)(6) 2009. Subsequently, the patient is scheduled for a future revision on the left side due to loose screws.